Manufacturer narrative:
Requests have been made for the return of the product. Eval is pending upon completed investigation of the product.

Event description:
The surgeon performed revision surgery on (B)(6) 2010 to remove a 12 mm ardis implant that had backed out of the disc space. The surgeon noted that due to some dura scarring, it was likely that the implant had been dislodged for a while. The surgeon was unable to insert another implant so, the disc space remained vacant with the construct left in place to support fusion. A follow-up submission will be filed upon completion of the investigation.